Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit is en route to f&p (B)(4) for investigation to determine if it had a malfunction, which caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in the (B)(6) reported to a fisher & paykel (f&p) healthcare field representative that the pressure line of an rt265 infant dual heated evaqua2 breathing circuit was disconnected during use. No patient consequence was reported.

Event description:
A healthcare facility in the netherlands reported to a fisher & paykel (f&p) healthcare field representative that the pressure line of an rt265 infant dual heated evaqua2 breathing circuit was disconnected during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to f&p in new zealand for investigation. The returned rt265 breathing circuit was visually inspected and pressure tested for leaks. Results: visual inspection revealed that the pressure line, which was returned inserted into the pressure line port, formed a tight connection. The pressure test result was within specification. No disconnection was observed during pressure testing. Conclusion: the reported fault was not replicated during testing and no fault was found with the returned rt265 breathing circuit, including the pressure line. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production. Any breathing circuits that fail these tests are rejected. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms".